Manufacturer narrative:
The refractive capsulorhexis was completed without issue by the laser. Therefore, laser functioned as designed. Event occured during the phaco process. No further medical intervention.

Event description:
P1008 - n/a -issue: on 02/12/2024, whilecas was on-site, dr. ((B)(6)) reported that he experienced a posterior tear on procedure ID #(B)(6).the tear was directly opposite of his main incision and not in the toric "nub" location. Dr. Noticed the tear during fragmentation removal.